Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluids on the distal conductor near the electrode, on the outer overlay tubing at various locations throughout the lead, on the sleevehead, and on the helix mechanism. The outer overlay tubing was breached by a cut and there was apparent explant damage. The tip seal was observed to be out of position.

Event description:
It was reported that upon reposition attempt of right ventricular lead, the helix would not work. The lead has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.